Event description:
The patient reportedly fell down and hit his head followed by intermittency. Unable to connect with device for testing. Advanced bionics is currently in the process of gathering additional information. Once the information is received, a follow up report will be sent.